Manufacturer narrative:
(B)(4). As of (B)(4) 2014, no product has been returned to assist in the investigation. Per quality control specification, the entire catheter assembly is confirmed to be clean and free of excessive damage or flaws. In addition, this product is shipped with an IFU which states warnings, precautions and instructions for use. We conducted a review of complaint history, review of IFU, and a review of qc specifications during our investigation. As no product was returned to assist in the investigation, based on the information provided and the results of our investigation, we are unable to determine with certainty why this event occurred. The root cause has been determined to be inconclusive. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Quality engineering risk assessment was used to assess the risk of this complaint. It was concluded that no further risk reduction is required.

Event description:
The repair of the catheter was performed with another set. There were no issues; however, the patient's mother then noticed that the catheter was cracked, at the same location where the first one broke (1820334-2014-00210). The patient had to go to the hospital to change the catheter as doctor said that the catheter could not be repaired anymore. No additional information has been provided by the reporter.